Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.00in (1.1 x 25 mm) experienced device damage/deformation with the device still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: material no.: 381433, batch no.: 7165923. Complaint 1 of 2. Per phone call: director of pharmacy explained that the catheter sheath broke off 3 separate times and one time it stayed in the patient but was removed without harm or surgery. Samples discarded but a photo may be provided. Verified lot #7165923 for all 3 incidents. Per email: we received a voicemail from dir of pharmacy requesting a call back regarding complaints with the autoguard product - lot 7165923.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.00in (1.1 x 25 mm) experienced device damage/deformation with the device still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: material no.: 381433, batch no.: 7165923. Complaint 1 of 2. Per phone call: director of pharmacy explained that the catheter sheath broke off 3 separate times and one time it stayed in the patient but was removed without harm or surgery. Samples discarded but a photo may be provided. Verified lot #7165923 for all 3 incidents. Per email: we received a voicemail from dir of pharmacy requesting a call back regarding complaints with the autoguard product - lot 7165923.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a 20ga insyte autoguard IV catheter unit which consisted of the catheter/adapter and the needle/hub assemblies. The needle tip is piercing through the tubing wall near the tip and traces of media are present within the catheter tubing including the tip. There were no indications of the reported defect of the catheter sheath broken off. The media observed within the tip of the catheter tubing and the device indicates a venipuncture was attempted and flashback was observed. It is highly unlikely to achieve a venipuncture and a flashback if this defect was pre-existing as flexible catheter tubing is unlikely to penetrate skin when not guided by the cannula. The reported issue was confirmed as the needle through the catheter. A device history record review showed no non-conformances associated with this issue during the production of these batches. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.00in (1.1 x 25 mm) experienced device damage/deformation with the device still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: material no.: 381433, batch no.: 7165923. Complaint 1 of 2. Per phone call: director of pharmacy explained that the catheter sheath broke off 3 separate times and one time it stayed in the patient but was removed without harm or surgery. Samples discarded but a photo may be provided. Verified lot #7165923 for all 3 incidents. Per email: we received a voicemail from dir of pharmacy requesting a call back regarding complaints with the autoguard product - lot 7165923.

Manufacturer narrative:
The following information has been updated: b.3. Date of event: (B)(6) 2020. E.4. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # mw5092994.